Event description:
Additional information received noted that the stimulator had been replaced.

Event description:
Additional information received noted that the cause of the event was recharging with the old unit and was attributed to the recharger. Regarding any abnormal impedance measurements it was noted as none. Signs and symptoms was noted as lack of stimulation. Hospitalization was not required.

Manufacturer narrative:
Lead model # 3777-45 lot # v521289023 implanted 2010-(B)(6) explanted unknown; extension model # 3708140 lot # njb066216v implanted 2010-(B)(6) explanted unknown; programmer model # 37743 lot # nke153994n; recharger model # 37752 lot # nka143524n.

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "in the box" icon. This was the second occurrence of this in about 2 weeks. A 8840 session was conducted for first occurrence which returned ins back to normal function. They planned to try physician mode recharge with patient's insr. If this did not work then they will conduct another 8840 session. The second occurrence happened when the patient tried to initiate a recharge session. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient could turn stim on and off with insr but could not use the patient programmer. Further device troubleshooting and investigation noted that since repeated 8840 sessions weren't clearing the "ins in the box" icon and since stim parameters were lost after resetting the ins, it appeared this was an eeprom memory hardware issue.

Event description:
Additional information. The "in the box" icon appeared a 3rd time and the patient could not adjust stimulation with the patient programmer. The patient programmer worked fine until the patient used the recharger and then afterwards the programmer would not adjust. The patient programmer and recharger were replaced. A physician mode recharge (pmr) was performed. The patient was getting "good" stimulation and was using the new recharger and programmer without an issue at the moment. The issue "appeared" to be resolved.

Event description:
Additional information received noted that the in the box icon occurred after the patient recharged his ins. This had occurred 4 times. It occurred every time the patient charged his ins to full. The patient had been given a new patient programmer and new recharger. If additional information is received, a follow up report will be sent.